Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported a broken latch on the left side of the door panel. No other details regarding the nature of the event were provided. Since the event occurred during preventive maintenance of the device, there was no pt involvement during this event.